Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery (lad). The physician attempted to direct stent the lesion with a 3.0x12mm taxus express2 drug eluting stent (des) and the des hit the calcified portion while advancing. The device was not able to cross the lesion and it was noticed upon removal that the distal edge of the stent was lifted up. The procedure was successfully completed with another of the same device with no pt complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.